Event description:
During the preparation of a prostate treatment and the planning in brachyvision the source position range tool was used. During export of the treatment plan the error message "geometric length of applicator is too short" occurred and the export failed. Since the meaning of this error message was not understood by the user, technical support was contacted. The situation was explained to the user but due to time pressure the user decided to enter the dwell times manually. During the manual input of the dwell times it was forgotten to change the step size from 10mm (default) to 3mm, which resulted in a mistreatment. According to the report sent by the user in feb 2005 no side effects had occurred.